Event description:
During removal of the IV catheter, the adhesive tape was cut to prevent trauma to the patient skin. Upon removing the catheter the nurse noticed a piece of the catheter was missing. X-ray confirmed the missing piece in the patient forearm. The catheter segment was successfully retrieved via surgical intervention.